Event description:
It was reported to boston scientific cryovascular division that according to the customer, "started out with laser, and then tried cryoplasty. Occluded peroneal trunk. System shut down. Pt had to go to another hospital for bypass surgery."

Manufacturer narrative:
F10: there was no device failure. The complaint originated due to a poor outcome.h1: further medical intervention required. "A laser treatment was performed on an occluded tibial-peroneal trunk and peroneal arteries. Some blood flow was established. Adjunctive pta was performed with a 2 x 10 symmetry dilatation balloon. Better blood flow was established. Adjunctive cryoplasty was performed with a 2.5 x 60 polarcath balloon. Blood flow to the peroneal artery "shut down" and the artery became re-occluded. There was no device failure. The complaint originated due to a poor outcome. H6: the product was disposed of at the user facility. In addition, the additional info stated that, "there was no device failure. The complaint originated due to a poor outcome."